Event description:
Per the independent repair center, the customer alleged problem is the unit will not run. The key failure is the power switch has no alarm.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed. This product was evaluated and repaired by an independent repair center.